Event description:
It was reported to boston scientific corp that an excelon transbronchial aspiration needle was to be used during a bronchoscopy procedure performed on (B)(6) 2009. According to the complainant, during testing outside of the pt prior to advancement of the device through the scope, it was noted the needle would not retract back into the sheath. The procedure was completed with another excelon transbronchial aspiration needle. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).